Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure readings were no longer visible on the pump and an unable to calibrate fiber optic sensor message appeared. The fiber optic (fo) arterial line was present, but there was lots of artifact. They tried several times to manually calibrate by pressing ¿cal¿ without resolve. They disconnected and reconnected the fo cable without resolve. There was no flush bag connected to the central lumen and the customer stated that it will not aspirate or flush. They were then walked through steps to connect the pump to an existing brachial arterial line. The fo cable was disconnected and a clean arterial line waveform appeared from the brachial. They zeroed successfully and continued pumping without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).